Event description:
It was reported that after undergoing cystocele repair surgery with the obtryx transobturator mid-urethral sling system on (B)(6) 2023, the patient developed vaginal mesh exposure, abdominal and pelvic pain, dyspareunia, infection, urinary complications, vaginal scarring, and recurrence of incontinence and prolapse. On (B)(6) 2023, the patient underwent a partial pelvic mesh excision. Subsequently, a second partial pelvic mesh excision was performed by a different surgeon on (B)(6) 2024, at a different facility.

Manufacturer narrative:
Block b3: date of event was approximated to march 8, 2023, implant date, as no event date was reported. Block h6: patient code e2006 captures the reportable event of vaginal mesh exposure. Patient code e1002 captures the reportable event of pain in the abdomen. Patient code e2330 captures the reportable event of pain. Patient code e1405 captures the reportable event of painful intercourse. Patient code e1906 captures the reportable event of infection. Patient code e1715 captures the reportable event of vaginal scarring. Impact code f1905 captures the reportable event of partial mesh excision surgery.

Event description:
It was reported that after undergoing cystocele repair surgery with the obtryx transobturator mid-urethral sling system on (B)(6) 2023, the patient developed vaginal mesh exposure, abdominal and pelvic pain, dyspareunia, infection, urinary complications, vaginal scarring, and recurrence of incontinence and prolapse. On (B)(6) 2023, the patient underwent a partial pelvic mesh excision. Despite this, symptoms persisted, including recurrent prolapse and pain with palpable mesh. On (B)(6) 2024, cystoscopy revealed stage 2-3 cystocele, urethral caruncle, and mesh palpable bilaterally near the meatus with tenderness; cystoscopy was otherwise normal. Subsequently, a second partial pelvic mesh excision was performed by a different surgeon on (B)(6), 2024, at a different facility. During this procedure, the sling was exposed at the right superior distal vagina and found mostly intact. It was carefully dissected and excised to the greatest extent possible due to pain, with copious irrigation and multilayer closure of periurethral tissues and skin. Repeat cystoscopy confirmed no injury. The excised specimen was the old mesh sling. There were no intraoperative complications, and the patient was transferred to recovery in excellent condition.

Manufacturer narrative:
Block h2: additional information - blocks b5 (describe event or problem), b7 (other relevant history), and h6 (patient codes) have been updated based on the additional information received on october 20, 2025. Block b3 date of event was approximated to march 8, 2023, implant date, as no event date was reported. The implanting physician is: dr. (B)(6). (B)(6). (B)(6) the revising physician is: dr. (B)(6). (B)(6). (B)(6). Block h6: patient code e2006 captures the reportable event of vaginal mesh exposure. Patient code e1002 captures the reportable event of pain in the abdomen. Patient code e2330 captures the reportable event of pain. Patient code e1405 captures the reportable event of painful intercourse. Patient code e1906 captures the reportable event of infection. Patient code e1715 captures the reportable event of vaginal scarring. Patient code e311 captures the reportable event of mesh palpable bilaterally near the meatus with tenderness. Patient code e2401 captures the reportable event of urinary complications and urethral caruncle.

Manufacturer narrative:
Blocks a2 and h11 have been updated based on the additional information received on 19aug2025. Block b3 date of event was approximated to march 8, 2023, implant date, as no event date was reported. Block h6: patient code e2006 captures the reportable event of vaginal mesh exposure. Patient code e1002 captures the reportable event of pain in the abdomen. Patient code e2330 captures the reportable event of pain. Patient code e1405 captures the reportable event of painful intercourse. Patient code e1906 captures the reportable event of infection. Patient code e1715 captures the reportable event of vaginal scarring. Impact code f1905 captures the reportable event of partial mesh excision surgery.

Event description:
It was reported that after undergoing cystocele repair surgery with the obtryx transobturator mid-urethral sling system on (B)(6) 2023, the patient developed vaginal mesh exposure, abdominal and pelvic pain, dyspareunia, infection, urinary complications, vaginal scarring, and recurrence of incontinence and prolapse. On (B)(6) 2023, the patient underwent a partial pelvic mesh excision. Subsequently, a second partial pelvic mesh excision was performed by a different surgeon on (B)(6) 2024, at a different facility.